Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 4/10/2019 to the present date 10/20/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs. Also, there was a production failure [misc - physical damage] which does not correlate to the customer reported issue. Q6-200287277

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.